Event description:
New information received notes that the alleged cause of the issue was unknown.

Event description:
It was reported that a patient presented with high pacing impedance, high capture threshold and over-sensing of noise noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.